Manufacturer narrative:
(B)(4). The reported field event of an impedance anomaly was confirmed in the laboratory and was found to be due to an unstable signal. The device was tested on the bench and an anomalous capacitor connection on the hybrid was found. The cause of the instability of the signal was an anomalous capacitor connection on the hybrid.

Event description:
It was reported that during device replacement procedure, high, out of range, lead impedance measurements were observed on rv and lv lead with the new device. Device was not used and was replaced. Patient's condition was good before and after the procedure.